Manufacturer narrative:
Evaluation of the first returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached from the pusher assembly. The pusher assembly was not returned for evaluation. Therefore, the root cause of unintentional detachment during the procedure could not be determined. Further evaluation of the embolization coil revealed offset coil winds. This damage is incidental to the reported complaint and may have occurred during snaring for removal. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using swiftpac coils (swiftpacs) and a non-penumbra microcatheter. During the procedure, the physician advanced a swiftpac to the target location using the microcatheter. While retracting the swiftpac to reposition it, the physician noticed under fluoroscopy that the coil had unintentionally detached partially within the microcatheter and partially in the aneurysm. The physician then used a snare device to remove the detached swiftpac. The physician then advanced a second swiftpac of a different size to the target location using the same microcatheter. While retracting the swiftpac to reposition it, the physician noticed under fluoroscopy that the coil had unintentionally detached partially within the microcatheter and partially in the aneurysm. The physician then used a stent retriever to remove the swiftpac from the patient. The procedure was completed using the same microcatheter and another swiftpac. There was no report of an adverse effect to the patient.